Manufacturer narrative:
There are two possible m/l-10 multi-fire clip appliers that were potentially involved in possibly more than one patient with a bile leak. Hospital has not supplied any patient information. Hospital could not determine that the two clip appliers returned may or may not be the cause of the bile leaks, because of other complications with the patients. Microline pentax has completed the investigation. The two clip appliers were returned and inspected. Lot #27549 - (mfg date 7/13/05): the clip applier was found to be in poor condition with bent jaws. A closed clip was slightly over the specification. The root cause for the bent jaws could not be determined. Lot #26612 - (mfg date 2/23/05): the clip applier was found to be in poor condition with a bent cinch rod. A closed clip was slightly over the specification. The root cause for the bent cinch rod could not be determined.

Event description:
There was a potential incident(s) involving a patient (s) with a bile leak.